Event description:
The customer reported that the insulin pump had a blank display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display. Anomaly isolated to the liquid crystal display board.